Event description:
It was reported that the patient¿s lead exhibited high impedance with possible fracture. It was noted that the patient was awoken by multiple high voltage discharges, and was taken to the emergency room (ER). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was also received. Analysis of the data indicated a lead impedance out of range alert on 2014 (B)(6) for lead impedance greater than 3000 ohms. Beginning on 2013 (B)(6), the available data shows right ventricular (rv) lead bipolar impedance measured 3440 ohms and has steadily increased up to 5616 ohms on 2014 (B)(6). Analysis of the data also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrthymia therapy. Also observed were sic up to 49378, multiple non-sustained ventricular tachycardia episodes and ventricular fibrillation (vf) episodes with evidence of lead noise oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.. (B)(4).